Event description:
It was reported to philips that the system gave an alert indicating the disk space was too low, which can impact imaging. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the request information. The philips remote service engineer (rse) inspected the system remotely and confirmed that disk space low alert; system was not saving images and not deleting images. Review of the system log file showed that free disk space was too low on the system. Upon troubleshooting field service engineer (fse) went onsite and found that hard drives got some corrupt files. To resolve the issue, fse recreated the images on the hard drives. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.